Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted without issue and mr was reduced to grade 1. Post procedure, oxygen saturation levels did not return to normal and were 94-95% at rest and 91% with exercise. Echocardiogram noted a right to left shunt. An atrial septal defect (asd) was noted. On (B)(6) 2018, an amplatzer plug was placed and the asd was sealed. Oxygen saturation levels returned to normal. The patient was discharged to home on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the reported atrial septal defect appears to be due to user technique/procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.